Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message after 1 day of wearing the adc freestyle libre sensor. Customer further reported he experienced sweating and an unspecified "hypoglycemic episode". Customer's caregiver administered an injection of glucagon. No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported sensor has been returned and investigated. Visual inspection performed on the returned sensor patch and no issues were observed. The sensor plug was properly seated in the sensor mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and sim-vivo test was performed. All results were within specification. No product deficiency was identified

Event description:
Customer reported receiving a "scan again in 10 minutes" message after 1 day of wearing the adc freestyle libre sensor. Customer further reported he experienced sweating and an unspecified "hypoglycemic episode". Customer's caregiver administered an injection of glucagon. No further treatment was required. There was no report of death or permanent impairment associated with this event.